Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of speed drops; however, a specific cause for the event could not be conclusively determined through this evaluation. The submitted log file contained events and data from 24sep2025 through 07oct2025. Low speed events were captured on 06oct2025 from 07:43:32 through 08:45:14 with pump speeds dropping as low as of 2880 revolution per minute (rpm) while the patient was connected to the mobile power unit. No other notable alarms or events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of this IFU, ¿introduction¿ addresses pump parameters including pump speed. Additionally, section 6 of the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines alarms and how to respond to them, including low speed. The current revisions of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review showed an episode on (B)(6) 2025 where the pump was not able to maintain the intended speed of 8600 revolution per minute (rpm). The speed dropped between 07:43 pm and 08:45 pm to a minimum of 3000 rpm. The pump speed drops occurred while connected to the mobile power unit (mpu) which typically indicated a short to shield. However, the issue lasted for about an hour and there after remained stable while connected to the mpu. The patient tolerated the fluctuation in pump speed on (B)(6) 2025 well. Low flow alarms were noted. Additional information stated that the cause of the speed fluctuation was not identified. After the event, no further fluctuations in speed were reported. No further trouble shooting was scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.